Manufacturer narrative:
(B)(4). The device was received with the blade broken off not returned and discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. A probable cause of the device stop activating and display an instrument error screen is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during a laparoscopic hemicolectomy procedure, part of blade broke; could be removed. New instrument was used then. No further information is available. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.